Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 305u25 tissue valve, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced syncope and their heart rate was lower than the lower rate programmed on the implantable pulse generator (ipg). The device was explanted and replaced. It was also noted that the right atrial (ra) lead measured decreasing impedances. The lead was capped and replaced. The right ventricular (rv) lead exhibited loss of capture, unstable thresholds, insulation damage and there was noted stimulation in the pocket. The rv lead was capped and replaced as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.